Manufacturer narrative:
This MDR is being submitted due to the study subject participant reported serious adverse event (sae) which involved stent migration with the development of dysphagia and stricture. The study subject developed these symptoms two (2) weeks post implantation of an acell device held in place by the boston scientific wallflex¿ fully covered esophageal stent. The acell device was not explanted and was absorbed by the onset of the sae. The acell device met surgeon's expectations; the overall outcome was the resolution of the subject's barrett's disease; no barrett's disease has been observed on subject pathology. A review of the manufacturing records for this lot identified no deviations in the production process. The device was manufactured and distributed sterile in compliance with FDA, state, local laws and regulations, and acell's operating procedures. There were no reports of device failure at the time of initial surgery.

Event description:
On 6/10/2019 acell, inc. Became aware of a clinical trial that was terminated early due to the subject participant experiencing a serious adverse event (sae). The study title is "prospective feasibility study to evaluate the safety and efficacy of transoral endoscopic circumferential esophageal resection with extracellular matrix (ecm) placement to treat barrett's esophagus with high-grade dysplasia (hgd)" found on the clinicaltrials.gov website under identifier (B)(6). The experienced sae by the subject was stent migration with the development of dysphagia and stricture two (2) weeks post implantation of an acell device held in place by a boston scientific wallflex¿ fully covered esophageal stent. The stent was removed two (2) weeks post operative however, the acell device had absorbed by this time. The acell device met the surgeon's expectations by evidence of the subject's pathological outcome; the resolution of the subject's barrett's disease. There has been no recurrent barrett's disease observed in this patient's mucosa [pathology] to date.